Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to be interrogated. The ipg was explanted and replaced with a cardiac resynchronization therapy pacemaker (crt-p). No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that the caller had used mobile programmer application instead of remote monitoring mobile application. Technical support was provided, discussed the difference between mobile programmer application and remote monitoring mobile application. Reviewed how to use remote monitoring mobile application, caller was able to send remote monitoring network express transmission which was confirmed on remote monitoring network. Caller stated they would talk to their team to let them know to use the remote monitoring mobile application to preform interrogations. No patient complications have been reported as a result of this event.